Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer had really high blood glucose in the 600 mg/dl range for several days. The customer also had lows as well but when they used a different pump their blood glucose was stable. The customer believes the pump was over delivering. The customer had blood glucose of 28 mg/dl at the time of the low incident. The customer was at 120 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and delivery accuracy test. No delivery anomaly noted. Device primed properly during testing. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. The device communicated properly with the test blood glucose meter. The test blood glucose value of 30 mg/dl was properly displayed on the insulin pump screen. Using the bolus wizard feature a unit estimate total was delivered. The 30 mg/dl and the unit estimate total bolus was properly listed in the bolus history screen. Device also communicated with the glucose sensor simulator and the mini link transmitter. Device properly alerted meter blood glucose now and was properly listed in the insulin pump sensor alert history screen. Calibrated the device using a test value of 100 mg/dl. The device calibrated properly and the test value of 100mg/dl was properly displayed on the device sensor graph screen. No history anomaly noted during testing. No unexpected alarms or alerts noted during insulin pump or meter or mini link transmitter communication testing. Device had minor scratched display window, a small crack on the display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and cracked case at display window corner.